Event description:
A customer reported two events with the giraffe & panda t-piece resuscitation system. During resuscitation on two premature newborn infants, the peep valves were not working. One was stuck on a peep of 20 and the other never developed a peep. Specific information surrounding each event is unknown. In both scenarios the flow was set to 10 1pm- per hospital default settings. The same bed was involved in each resuscitation, however, each resuscitation utilized a different patient circuit. Immediate response for each occurrence was to switch to ambu bag. The same care team responded to both deliveries. No injury or adverse event was reported for either infant. This is the second of two reports. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.